Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise, oversensing and pacing inhibition of more than 2 seconds on the right ventricular channel. It was suspected that this was due to electromagnetic interference (emi). It was decided to reprogram the device and continue monitoring the patient. This device remains in service. No further adverse patient effects were reported.